Event description:
The hcp reported the patient has been experiencing no improvement in his pain in spite of a 20% increase in medication dose. At the first pump refill, the estimated reservoir volume was 7ml and the actual was 40ml. A study was done and reported as negative. The hcp reported another study showed the pump had failed - the roller was stalled. The hcp reported no alarms were heard. A follow up report will be sent when additional information is received.